Manufacturer narrative:
Since no photos or samples displaying the reported condition of needle through catheter were available for examination, we were unable to fully investigate this incident.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that they had multiple catheters have the needle split through the plastic catheter. Verbatim: my ed has reported an issue with the bd 22ga nexiva diffusics catheter. They had multiple catheters have the needle split through the plastic catheter. Below is the packaging of the lot# we had issues with slitting.